Event description:
Unsuccessful attempt at stent insertion of the circumflex coronary with stent loss. The stent was not located in the myocardium, abdomen and lower extremeties. The stent was not located. The pt was discharged 1 day later.